Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there were high impedances; electrode 1 is at 35740 and on another lead, electrode 1 is at 23730 and electrode 4 is at 22700. Rep programmed around the electrodes with high impedances. High impedences were found on a routine impedence check. Patient was not having any issues related to the high impedences.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead product ID 97715, serial# (B)(6), implanted: (B)(6) 2020, product type implantable neurostimulator product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead product ID 3777-60, serial# (B)(6), implanted: (B)(6) 2014, product type lead product ID 3777-60, serial# (B)(6), implanted: (B)(6) 2014, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 17-dec-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 17-dec-2024, UDI#: (B)(4) ; product ID: 3777-60, serial/lot #:(B)(6), ubd: 04-aug-2018, UDI#: (B)(4) ; product ID: 3777-60, serial/lot #:(B)(6), ubd: 04-aug-2018, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.